Event description:
It was reported that during cori assisted tka surgery, the real intelligence tracking camera only detected the trackers at a distance of 50cm and if the camera is further than 50cm, the trackers will not be recognized. Surgery was resumed without any delay by manual procedure. No injuries to the patient were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Section h10: the real intelligence tracking camera, rob10025, (B)(6), used during treatment, was returned for evaluation. The reported scenario was not visually confirmed. A functional evaluation was performed, and the reported scenario cannot be confirmed. A test case was performed during which the tracker could be detected at the furthest distance possible. A test case was completed, and the camera diagnostic was performed, all values were within range. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with defective flat markers, or a dirty camera lens. Since the flat markers were not returned for evaluation, the problem could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4) section d4 (serial number) was corrected.